Event description:
It was reported that the patient had an inappropriate shock, one day post-implant, due to oversensing of noise via a wandering baseline. Technical services suspects this was due to air bubbles and then discussed some testing options. Also, the shock impedance was 194 ohms., which is high but withing normal limits. There were no additional adverse patient effects. The system remains implanted.